Event description:
It was reported that the patient experienced increased pain and reservoir volume discrepancy >25% (no values were reported). A pump study was done, which showed that the gears were "clicking, not running smoothly". The patient was taken to the or for pump replacement. The hcp also felt that the catheter was kinked. During replacement an x-ray revealed that the catheter was coiled in the lumbar area. The hcp accessed the pump and attempted to aspirate through the cap, but as unable to. The hcp then replaced both the patient's pump and catheter. The patient recovered without sequela and now reports good pain relief. The patient's pump contained morphine 10 mg/ml with a dose of 6 mg/day. Reference MFR report #2182207200703497.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.